Manufacturer narrative:
Occupation - the occupation is lay user/patient. Device evaluated by MFR: device was requested for return but was not available.

Event description:
The initial reporter complained of a questionable inr result from coaguchek xs meter serial number (B)(4) compared to the laboratory result and the physician's meter compared to the laboratory result. The physician's meter and test strip lot number were asked for but not known. The laboratory reagent was stago neoplastine isi 1.07. This medwatch will cover the unknown test strip lot. Refer to medwatch with patient identifier (B)(6) for information on test strip lot 36143823. On (B)(6) 2019 at 9:30 am the result from the meter was 4.6 inr. On (B)(6) 2019 at 11:30 am the result from the physician's meter with a new fingerstick was 5.6 inr. The customer's wife stated that the physician's meter was like the customer's meter. The result within 7 hours from the laboratory was 3.9 inr. On (B)(6) 2019 the result from the meter was 7.7 inr and the result within 7 hours from the laboratory was 4.3 inr. There were no adverse events. The customer's condition was "weak and tired". The customer not taking heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in diet, no new illness, no bleeding, and no bruising. The customer's therapeutic range was 2.0 - 3.0 inr. Relevant retention test strips were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.